Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Alarm occurred while the customer was priming. Customer stated that a whole cartridge of insulin was wasted when they tried to rewind the pump. Customer stated that the battery was taken out to try to reset the pump but it did not help. The battery is off now since it was just alarming. Customer's blood glucose level was 295 mg/dl. Customer was advised to disconnect from the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to cracked end cap. The insulin pump has case cracked at the end cap, cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).